Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
See case- (B)(4) svn (B)(4) for additional information. Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 109 mg/dl at the time of the call, and 129 mg/dl at the time of admission. The customer used food and was given intravenous fluids to treat. The customer experienced symptoms such as seizures, diarrhoea, dehydration, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.